Event description:
The patient experienced restenosis. The patient was enrolled in the (B)(4) study with several lesions. The lesion in the mid left anterior descending (lad) artery was treated with a 3.0 x 33mm cypher stent and a 3.5 x 18mm cypher stent. The lesion in the second obtuse marginal branch was treated with a 2.5 x 28mm cypher stent. The lesion in the distal left circumflex was treated with a 3.0 x 13mm cypher stent. There were also lesions in the first septal, second diagonal and mid right coronary artery (rca) that were treated with balloon angioplasty. Approximately three years post index procedure, the patient was admitted with chest pain. An angiogram was performed and there was patency in the (lad) artery to the first septal, in the distal left circumflex and in the left circumflex to second obtuse marginal branch. There was stenosis of the proximal left lad artery and the mid lad artery. The patient underwent successful intervention of the proximal lad (with a drug eluting stent), intervention of the lad to second diagonal (with a drug eluting stent) and intervention of the mid lad (with a drug eluting stent). Balloon angioplasty was done to treat the lad to the first septal. The patient was discharged home in stable condition.

Manufacturer narrative:
A patient was enrolled in (B)(4) study experienced restenosis approximately three years post implantation of several cypher stents. Past medical history includes coronary heart disease, heart failure functional classification: class I, diabetes: type ii ,high blood pressure, hyperlipidemia, history of chronic obstructive pulmonary disease, ex-smoker. During the index procedure, a lesion in the mid left anterior descending (lad) artery was treated with a 3.0 x 33mm cypher stent and a 3.5 x 18mm cypher stent, a lesion in the second obtuse marginal branch was treated with a 2.5 x 28mm cypher stent and a lesion in the distal left circumflex was treated with a 3.0 x 13mm cypher stent. There were also lesions in the first septal, second diagonal and mid right coronary artery (rca) that were treated with balloon angioplasty. Approximately three years post index procedure the patient was admitted with chest pain. An angiogram was performed and there was patency in the (lad) artery to the first septal, in the distal left circumflex and in the left circumflex to second obtuse marginal branch. There was stenosis of the proximal left lad artery and the mid lad artery. The patient underwent successful intervention of the proximal lad (with a drug eluting stent), intervention of the lad to second diagonal (with a drug eluting stent) and intervention of the mid lad (with a drug eluting stent). Balloon angioplasty was done to treat the lad to the first septal. The patient was discharged home in stable condition. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient risk factors present in the medical history that may have contributed to the progression of the disease and the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00471 and 3003742446-2011-00472.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14122960 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00471 and 3003742446-2011-00472. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00471 and 3003742446-2011-00472. Additional information will be submitted upon 30 days of receipt.